Event description:
A home patient (hp) reported to baxter (B)(4) that a system error (se) 2240 occurred on their home choice (hc) during therapy during dwell 7 of 9. Troubleshooting did not clear the alarm so the hp was instructed to discard the supplies, finish therapy with manual supplies and contact their nurse. There was patient involvement, but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed because the used products were not returned for evaluation, there was no report of use error that might have caused the alarm, and the product code and lot number were not provided. A trend has been identified and the system error 2240 alarms are addressed in (B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent. The product code is unknown therefor the 510k number is unknown.